Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Device one had a broken needle lodged in the jaw. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when biological residue builds up in the jaws of the device from prolong use or use in more than one procedure. The root cause of the observed damage was misuse of the product (obstruction) which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, intra-operatively, the device was difficult to toggle, load and unload during loading process. Another device was used to complete the procedure. No patient injury has been noted.